Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment. The physician confirmed the ra lead dislodgment through chest x-ray imaging. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. Device is not expected to return.